Event description:
The customer reports that the monitor measurement tool is not correct. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is completed. (B)(4).